Manufacturer narrative:
(B)(4). The reported inappropriate therapy delivery was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported inappropriate therapy delivery was lead oversensing.

Event description:
It was reported that a patient presented with multiple inappropriate shocks and atp therapies. Chest x-ray revealed rv lead dislodgement. The lead and the device were explanted and replaced without any consequences.